Manufacturer narrative:
Test results from device manufacturing and DHR were reviewed. Driver (sn (B)(4)) passed all functional testing in production. No anomalies associated with sterilization of product. Device was evaluated upon return. Capacitance was found to be unreadable/below acceptable levels. (B)(4).

Event description:
On (B)(6) 2018, emc recognized a driver performance issue. Patient's clinical history with emc: (B)(6) 2018 - implant, (B)(6) 2018 - activation and remote support, (B)(6) 2018 - clinical review, (B)(6) 2018 - follow-up fitting and remote support, (B)(6) 2018 - battery change, (B)(6) 2018 - transmastoid revision.